Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received a higher sensor scan results of 350 mg/dl compared to a blood glucose reading of 129 mg/dl obtained on the hcp meter and noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The length of sensor wear was 8 days. Details of the customer's symptoms are unknown. It is unknown whether the customer received any emergent treatment apart from the hcp meter reading provided by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.